Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter displayed inaccurately high results compared to both her feelings/normal results and another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient informed the csr that on (B)(6) 2018 at 6.18am, she obtained an alleged inaccurately high reading of ¿278 mg/dl¿ on the subject meter compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that after obtaining the reported result, she performed a blood glucose test on another device (contour meter) and obtained a reading of ¿89 mg/dl¿, at 6.20am. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes with a combination of insulins (humalog; sliding scale and lantus; unspecified dose, twice per day). She stated that she did not take any action in response to the alleged inaccurate result and that before she obtained the reported readings, she experienced symptoms of ¿sweaty, dizzy, and felt lethargic¿. The patient explained that she self-treated her symptoms with a ¿glass of juice¿ at 6.25am. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure. The patient confirmed that she had followed the correct testing procedure, had used an approved sample site to obtain the blood samples and that the test strips had been stored correctly and were within expiry. The csr also confirmed that the test strip vial was not cracked or broken. The csr was not able to walk the patient through a control solution test as she did not have control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms (i.e. Dizzy, sweaty and felt lethargic) suggestive of a serious injury adverse event, whilst using the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.